Event description:
The additional information from the fse stated that there were patient images with the incorrect patient name on them. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and deleted the image database that held the corrupted files. The system operates as intended.